Manufacturer narrative:
H.6. Investigation: bd received samples from the customer for investigation. The samples were evaluated by visual examination and the indicated failure mode for air bubbles in tubes, scratch on shield, dirty shield / stopper and dirty tube with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that there were 4 tubes with air bubbles in gel and 5 occurrences of foreign matter with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, translated from japanese to english: air bubbles in tubes x4 fm in gel x1 dirty shield/stopper x2 dirty tube x2.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that there were 4 tubes with air bubbles in gel and 5 occurrences of foreign matter with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, translated from (B)(6) to english: air bubbles in tubes x4, fm in gel x1, dirty shield/stopper x2, dirty tube x2.